Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (erbe) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and in error log, the (m-12) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a safety precaution the unit will be returned to OEM to determine the root cause and for further investigation.

Event description:
It was reported that after a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, integrated electrosurgical unit (erbe) generator suddenly was displaying repeated error m-12 and the message activation was already requested. Prior to call technical support engineer (tse) the caller had power cycled the erbe several times, but fault persisted. Caller said that they were using a monopolar hand tool. Tse verified error in logs, indicating an activation switch was pressed during start of erbe. Tse requested caller to verify nothing was pressing on pedals in the vision side cart (vsc) drawer, caller informed pedals were free. Tse guided caller to disconnect both connectors for external pedals from rear of erbe iesu and restart erbe. Caller did as requested and reported no errors on the erbe after restart. Tse guided caller to connect the single bipolar pedal, no error. Tse guided caller to connect the monopolar pedal and immediately error m-12 appeared. The procedure was completed with no reported injury.